Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the device would not advance. As the physician advanced the 3.5x24mm promus element stent in the guide catheter the device became stuck. The sds and the guide catheter were removed together and the procedure was completed with another stent and catheter. There were no patient complications reported and the patient status is stable. However; analysis revealed that stent dislodged from the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual examination identified that the stent was not returned with the stent delivery system. The stent had dislodged from the balloon. The balloon had the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. The catheter tip was flared. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks were present along the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).